Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the pump was not exposed to extreme temperatures. Customer's blood glucose (bg) was 315 mg/dl. A correction bolus was delivered to address bg. Reportedly, an infusion set change was performed. The customer continued using the pump for insulin therapy.